Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences ineffective stimulation. The pt indicated although she experiences stimulation, she still feels pain in the same area. The pt declined reprogramming and desires to have her scs system explanted. The pt's physician recommended the pt turn her stimulation off for a period of time and reevaluate the pt after.